Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm that appeared on the home choice (hc) during drain 2/6. Fv=234ml. The technical service representative (tsr) had the caregiver (cg) check for kinks, closed clamps and fibrin. The cg said that the drain line was kinked and the cg fixed it. There were no other problems found. The tsr had the home patient (hp) reposition several times. Dv=291ml and the hp was still not able to drain. The tsr had the cg cycle power and the alarm reoccurred. The tsr had the cg check the lines coming out of the cassette door. There was no problem found. The tsr had the cg check for air in the patient line and the hp did not disconnect. The tsr assisted with ending the therapy. The tsr instructed the cg to notify the nurse about the air in the patient line and ending the therapy early. The probable cause: air in patient line. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of air is being investigated under complaint (B)(4). Under MDR # 1423500-2010-06312.